Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and a review of the logs. In the log it was noted that there was an operation failure of the gas inlet valve. The system was rebooted and the reported issue could not be duplicated.

Event description:
The hospital reported that, ventilator error occurred when starting up the system before the exam. There was no reported patient involvement.

Manufacturer narrative:
The MDR follow-up #1 was submitted with the incorrect manufacturer report number 9710602-2017-00286. This MDR follow-up #2 is being submitted with the correct number 9710602-2017-00233. The MDR follow-up #1 was submitted with the incorrect manufacturer report number 9710602-2017-00286. This MDR follow-up #2 is being submitted with the correct number 9710602-2017-00233.